Manufacturer narrative:
A specific cause for the reported infection and a correlation to the left ventricular assist system (lvas) or the patient's transplant could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced potential percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2017-00813. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has a history of nonischemic cardiomyopathy (nicm), status post implant of lvad (b)(64) 2014 with complications of an unreported percutaneous lead (driveline) infection and was on suppressive antibiotics, and hypothyroidism, who presented for transplant. The patient was feeling well over the past couple of weeks with no fevers/chills, driveline drainage, n/v, diarrhea, device alarms, or le edema. The patient noted a mild increase in dyspnea on exertion (doe). The patient presented for evaluation and anticoagulation reversal prior to transplant. Additional clarification on events leading up to the transplant were provided by the lvad clinician which indicated that the patient had developed a driveline infection of (B)(6) 2016 and was started on vancomycin for 6 weeks and was then recommended to stay on po doxycycline indefinitely. The patient had no further complications or admissions for driveline infection. The patient was admitted (B)(6) 2017 for a short to shield and a potential percutaneous lead (driveline) repair was requested. On (B)(6) 2017, the provided x-rays were reviewed on site by the manufacturer¿s technical service representative which confirmed a suspicious internal area where the shield was thinning. However, the patient was listed for a transplant so a repair was not provided. The patient was supported on an unshielded cable and battery power, and received a transplant on (B)(6) 2017. No additional information was provided.